Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported "rupture, capsular contracture baker grade ii and anxiety and depression". This record is for the left -side. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d6a, d6b, g2.

Event description:
Patient representative reported "rupture, capsular contracture baker grade ii and anxiety and depression". This record is for the left -side. Device has been explanted and replaced with non-allergan device.